Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in a moderately tortuous and severely calcified vessel. A 4.0 x 100, 75cm mustang balloon catheter was advanced for dilation. However, during the first inflation at 15 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of the same device. There were no patient complications reported and patient condition was good.